Event description:
Customer reported receiving differences in sensor glucose readings and blood glucose readings. Customer stated that within the last week, he received a blood glucose reading of 295 mg/dl while sensor glucose reading was different. Blood glucose level was 160 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.